Manufacturer narrative:
The device has been explanted and has been returned to (B)(4) where it will be evaluated. When available, a device failure analysis will be submitted as a follow-up report.

Event description:
The user had poor hearing performance with the device since activation. CT imaging from (B)(6) 2016 indicated the electrode array to be out of the cochlea. The recipient was reimplanted.

Manufacturer narrative:
Conclusion: device investigation revealed damage to the active electrode, likely caused by minute device mobility. However, the reported poor benefit seems to be related to an inadequate placement of the active electrode. Fitting data from 2015 shows multiple channels to be disabled, which lets assume that the active electrode was not inserted properly into cochlea. A CT scan in 2016 confirmed the active electrode to be nearly completely outside of cochlea. Unfortunately no information about the insertion depth could be obtained. The implant registration card (irc) was not filled in at this point. Other mechanical damages found during investigation are attributable to the removal surgery. This is a final report.

Event description:
The recipient had poor hearing performance with the device since activation. CT imaging from (B)(6) 2016 indicated the electrode array to be out of the cochlea. The recipient was reimplanted with a device from another manufacturer.